Event description:
It was reported that following an implant procedure, the patient was experiencing pain and a lot of discomfort in the arms and back. The patient was admitted to the hospital. No further information has been obtained despite good faith efforts.